Manufacturer narrative:
D9: date returned to mfg.: 2/14/2025 h3 and h6. Codes: updated. Device evaluation: the complaint for ¿runs and shuts off because it is leaking from tubing¿ was confirmed. The device was found leaking during temperature check. The cause was from a cracked return tube. Replaced the return tube and membrane switch per remediation. The device passed functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device ran for about 15 minutes then it shut down in alarm with an error on the display. Resetting it did not reset the alarm. The device also was reported to be leaking. There as no report of patient involvement.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.